Event description:
After review of medical records for MDR reportability, there is no report of revision at this time. Clinical notes reported of limited motion, walking difficulty, weakness and numbness. Laboratory result for metal ions shows cobalt is above 7 ppb while chromium is below 7 ppb.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On jan 17, 2018: pinnacle litigation received. Litigation severe pain, discomfort and inflammation. Patient also alleges friction and wear between the cobalt-chromium metal head and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. Doi: (B)(6) 2010 : dor: not reported (left hip). This complaint is linked to (B)(4), right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs has no new allegation. After review of medical records, patient was revised to address implant bearing surface wear and osteolysis. Revision notes stated finding metallosis hip around the hip joint with synovitis. Updated product details.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.